Manufacturer narrative:
The product has not been returned as it has been disposed, therefore, a failure analysis could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further, relevant information, a supplemental medwatch reported will be filed.

Event description:
Note: this event was reported to boston scientific corporation through documentation received on december 3, 2008. According to the complainant, approximately 6 minutes into the procedure, a fluid loss alarm sounded. The rate of the fluid loss was approximately 6cc per minute. The cervical seal was checked and everything appeared normal. As procedure continued, another fluid loss alarm sounded and the rate of fluid loss was approximately 10cc per minute. Upon examination, it was noted that fluid was leaking from the cervix onto the speculum. Then upon removal of the sheath, a small, superficial burn was noted on the cervix. Although attempts were made to obtain further follow up information, the exact degree of the burn could not be confirmed. The burn was treated with silvadene cream, the procedure was completed with said device and there were no further complications reported with this event.